Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, it was reported that this vns patient was seen in clinic with eri-yes on (B)(6) 2013. A system diagnostics was performed resulting in dcdc=7. X-rays were taken, but nothing was seen. There was no reported trauma or manipulation. The patient was referred for full revision. Follow-up showed that the patient was previously seen in may at which time everything was normal. The patient¿s device was programmed off. Surgery is likely but has not taken place.